Manufacturer narrative:
Date sent: 02/27/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the button would not activate. It was tested with a second handpiece and still would not activate. Used the footswitch to complete the case. There was no pt consequence reported.